Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to rrc on 2023/02/07). The evaluation at the rrc confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. The evaluation also found the o-rings to be worn, which was attributed to wear and tear over time. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during therapeutic cervico-prostatic incision procedure, when activating the laser to break urinary stones in the bladder, the ceramic insulation at the distal end of the resection broke off and fell into the patient's body cavity. The broken fragments could be retrieved successfully. The intended procedure was completed with the same set of equipment but the failure caused an unspecified delay due to the removal of the broken fragments. The patient is reportedly doing fine now and was discharged from the hospital.